Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that matrix drawer 5 on the main had failed with the latch clicking. A field service engineer found the u-link on the plunger broken and replaced the plunger and u-link to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer needs repair as it won't recover due to the metal hook in the back connected to the red release lever being broken. The customer reported that this malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.